Manufacturer narrative:
The large hem-o-lok clip has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, it was alleged that a piece of the large hem-o-lok clip applier instrument broke off and fell inside the patient. The fragment was retrieved and no additional medical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a piece of the large hem-o-lok clip applier instrument broke off and fell inside the patient. The operating room (or) staff was able to retrieve the piece that fell. The or staff used another clip applier instrument after the original instrument to continue. There was no imaging test performed to check for remaining fragments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved laparoscopically with no additional medical intervention. The surgeon did not know what caused the instrument to break. The instrument was in use for less than a minute when the fragment came off. The fragment was part of the hinge on the instrument. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The customer did inspect the instrument prior to use. The surgeon had taken the instrument in and out to apply the clips and the wrist was straightened upon removal. The surgeon did not perform any post-operative tests since the fragment piece was big. The customer did not think there was any other fragments inside the patient. They did a comparison with other instruments to confirm the missing piece. The procedure was completed with no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no video recording of the surgical procedure available